Manufacturer narrative:
Continuation of d10: product ID 8780, lot/serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the doctor identified a leak in the catheter.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014 and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-feb-2015 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 0.5 mg /day concentration/dose via an implantable pump. It was reported that the patient was not receiving pain relief. No factors known at this time. It was reported that a dye study was performed by doctor on (B)(6) 2025. No actions known to have been taken at this time. Surgical intervention was planned but not scheduled. The issue had not yet resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.